Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or determine whether it contributed to the reported hyperglycemia. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient's mother reported that her son's blood glucose (bg) levels reached 17 mmol/l (306 mg/dl) while wearing the pod between 36 and 48 hours on the abdomen. They attempted to lower the patient's bg levels by delivering a correction bolus, but it "was not absorbing" so a manual injection was administered. The pod was then replaced with a new one. Upon removing the pod, it was noted that the cannula appeared bent. It was also reported that the patient's skin was red (or irritated) at the pod site.